Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6), 2012. Subsequently, patient was revised on (B)(6), 2012, due to the locking bar disassociating completely from the tibial tray. Surgeon removed prolapsed locking bar and replaced it with a new one.

Manufacturer narrative:
Review of returned devices and radiographs could not determine whether the locking bar was correctly implanted during the initial procedure. Root cause of the disassociation could not be determined. This follow-up report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00887-1 / 00888-1).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings number 3 states, "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Manufacture date - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00887).